Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. There are also suction alarms noted during the first half of the case. The root cause of the high purge pressure was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp for mechanical circulatory support. The pump exhibited high purge pressure alarms followed by low purge pressure alarms. These resolved autonomously and the patient remained on support and was successfully weaned. No patient harm was reported.